Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). Occupation: occupation is lay user/patient. The customer¿s test strips and meter were requested for return. The customer stated the test strips used on the device mg00121870 were no longer available and were discarded. The meter has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of a questionable inr result with a coaguchek inrange meter serial number (B)(4) compared to another coaguchek inrange meter serial number (B)(4) and an unknown laboratory methodology with thromborel s reagent. For meter testing, the patient used the same fingerstick. The patient confirmed a different lot of test strips were used for each meter test. The test strip lot information and expiration dates were requested but not provided. At 06:26, the patient's meter result with serial number (B)(4) was 3.6 inr. At 06:30, the patient's meter result with serial number (B)(4) was 2.5 inr. At 07:00, the patient's laboratory result was 2.6 inr. The patient confirmed the laboratory result was used for therapy. The patient's therapeutic range is 2.5- 3.5 inr.

Manufacturer narrative:
The meter was returned for investigation. The returned meter was tested using retention high level qc and retention lin 3 control. Testing results (qc range: 2.7 - 3.5 inr): qc 1: 3.0 inr qc 2: 3.1 inr qc 3: 3.1 inr testing results (qc range: 4.1 - 6.8 inr): qc 1: 5.6 inr qc 2: 5.6 inr qc 3: 5.5 inr the obtained qc results were in the allowed range. No error messages occurred during investigation. Medwatch field d4 has been updated.